Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was not performing appropriately which resulted in a replacement procedure. The exact problem was not stated; however, it was noted that this was an urgent surgery.